Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the string of the prograsp forceps arm snapped. The arm was removed, and all pieces were collected. An x-ray was taken at the end of the case, and the x-ray results were negative. On 01-aug-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "xi robotic prograsp arm in use inside patient when string of the prograsp arm snapped. Arm was taken out, all pieces collected. Xray taken at end of case, xray read negative."